Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl despite a sensor glucose of 140 mg/dl. The customer also experienced issues with sensor calibration and a change sensor alarm. Troubleshooting was not completed for the sensor glucose inaccuracy or the hyperglycemia. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.